Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was having issues with the insulin pump. Customer stated the insulin pump started alerting and she removed the battery. Then re-inserted battery back and it alarmed unexpected restart. Advised customer to clear the alarm with esc and act button. Customer stated the insulin did exit. Customer stated the insulin pump did not alarm no delivery during prime. Then, the insulin pump defaulted back to rewind/prime. Customer mentioned that she has had to rewind a lot. At times, it acted like it didn't want to rewind. Customer stated the insulin pump alarmed no delivery during prime. The customer's blood glucose was 196mg/dl.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone alarm due to moisture damage on the electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a13 alarm, a17 alarm, a21 alarm, no delivery alarm, low reservoir alarm anomaly or rewind anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.